Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: 9735740, sw version: 2.1.0 (h3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was a discrepancy between the patient and the image on the screen. There was no patient involvement. 2026-mar-18 e1 (rep, for): no new information. 2026-mar-19 e2 (rep, for): additional information was received. There was a patient present when the issue occurred pre-operatively. The procedure being performed was a scoliosis surgery. There was no surgical delay. Navigation was aborted and the surgeon ended the procedure without navigation. No known impact to patient outcome.

Manufacturer narrative:
H2: additional information added to b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that there was no problem with any hardware. The patient reference frame was fixed on the patient with a double clamp, so it was very stable. The manufacturer representative (rep) was unsure of the inaccuracy amount, but noted it was enough to see that the anatomy was not corresponding, though not at the point that the last screw was misaligned. The anatomical landmark used was the spinous process, and it was not corresponding to the images on the navigation system. A passive probe was used to verify the accuracy and was several millimeters in the vertebral body while the probe was on the surface of the spinous process in real life.